Event description:
Comminuted distal left humerus fx with/intra-condylar and supercondylar fx components and comminuted anterior frags due to fall while roller blading. Plate broke post-op, and removed.

Manufacturer narrative:
Disclaimer: "synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon info which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or it's employees, that the report constitutes an admission that the device, synthes, or it's employees caused or contributed to the potential event described in this report." H11. An eval was not performed as the product was not returned.